Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: subject was 68 years of age at time of enrollment. B2: outcomes attrib to adv event was selected to be other serious (important medical events).

Event description:
Eminent clinical study. It was reported that restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in left mid and distal superficial femoral artery (sfa). The target lesion had 100% stenosis and was 120mm long with a proximal reference vessel diameter of 5mm and distal reference vessel diameter of 5mm. It was classified as tasc ii b lesion. Pre-dilatation was performed followed by placement of two 6mm x 150mm and a 6mm x 80mmm innova stents. Following post dilation, residual stenosis was 5%. On (B)(6) 2017, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, subject presented to the protocol scheduled 36 month follow-up visit. Duplex ultrasound revealed in-stent restenosis in the left sfa. No further actions were taken to treat this event.

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) clinical study. It was reported that restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in left mid and distal superficial femoral artery (sfa). The target lesion had 100% stenosis and was 120mm long with a proximal reference vessel diameter of 5mm and distal reference vessel diameter of 5mm. It was classified as tasc ii b lesion. Pre-dilatation was performed followed by placement of two 6mm x 150mm and a 6mm x 80mmm innova stents. Following post dilation, residual stenosis was 5%. On (B)(6) 2017, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, subject presented to the protocol scheduled 36 month follow-up visit. Duplex ultrasound revealed in-stent restenosis in the left sfa. No further actions were taken to treat this event.